Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient had an infection on his side. The patient's doctor prescribed a cream and an antibiotic to treat the irritation. Follow-up indicated that the patient's irritation had improved.